Event description:
Clinical narrative: an impella cp device was inserted surgically into the right femoral artery in a 30-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the cannula was kinked just below the outlet cage under fluoroscopy. The flows were lower than expected. The decision was made to explant the pump and implant a new impella cp. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient.

Manufacturer narrative:
The pump will be returning for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received reporting "it did appear that positioning issues may have contributed to the kink in the cannula and the physician made the decision to pull the pump and not attempt to reposition."

Manufacturer narrative:
B5. Additional event description added. D4. Serial corrected. H6. Medical device problem code added.